Manufacturer narrative:
Concomitant medical product: 419378 lead, implanted : (B)(6) 2003; 4524-45 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited polarity switch and a lead impedance warning. The lead remains in use. No further patient complications have been reported as a result of this event.